Manufacturer narrative:
The hillrom technician found that the device provided an appropriate message and worked as intended as stated by the customer's recognition of the error alert. The patient's injury is likely due to improper use of the device as the customer did not take the appropriate action to remove the patient from the bed. The p500 device is intended to provide patient support in a healthcare setting. The device's control unit is installed on the footboard of the bed. The unit supplies pressure redistribution to the surface. The device contains an out of bed alarm. When the out of bed alarm is on, the control unit monitors the presence of the occupant's weight on the bed. If the occupant's weight is not detected, the system goes into an alarm state. The device IFU states: if an error shows on the display, and the light bar is flashing orange, remove the occupant from the unit, and then call hill-rom technical support for assistance. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Although the device functioned as designed, the reported dislocated hip required surgical intervention which meets the definition of a serious injury and is therefore reportable. Based on this information, no further action is required.

Event description:
Hillrom received a report that the p500 surface's blower was alarming and the device's exit alarm could not be set. The bed was located at the account. The patient fell and dislocated her left hip that required surgical repair. This report was filed in our complaint handling system as complaint #(B)(4).